Event description:
Additional information was received from a healthcare provider via a company representative. The pump was interrogated with no known cause of motor stall except for the fact that the pump was nearing elective replacement indicator (eri). The pump was explanted and replaced with new. The surgeon and managing physician were not interested in sending the pump back to the manufacturer for analysis. The patient¿s weight was unknown. It was further noted that the motor stall/event was resolved regarding the pump having been replaced on (B)(6) 2021.

Manufacturer narrative:
H1 update: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H6 update/correction: the previously applied annex f code 4619 was replaced with 4611. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving hydromorphone (20mg/ml at 4.4mg/day) via an implanted infusion pump. It was reported that the patient's pump was stalled as of 5:26 am on (B)(6) 2021 and had not recovered. It was confirmed that there were no environmental caused including magnetic resonance imaging (MRI), electromagnetic interference (emi), or magnet exposure. It was noted that the patient felt fine. The representative tried reading the pump again, and confirmed that the pump was still stalled. It was noted that the pump was near the elective replacement indicator (eri). The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address the issue. Instructions to silence the alarm were requested.